Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high shock impedance measurements of 122 ohms. All other lead diagnostics were acceptable and within normal limits. Technical services (ts) discussed potential troubleshooting options. Additional information was later received that the patient implanted with this lead presented for a routine device replacement procedure. This lead exhibited high out of range shock impedance measurements greater than 125 ohms. The company representative contacted ts for lead recommendations. Ts discussed the option of delivering a maximum energy shock to test the lead. It was noted that the physician opted to perform defibrillation threshold (dft) testing and leave the lead as is if conversion was achieved. Available information indicates the device replacement procedure was completed successfully and this lead remains implanted and in service. No adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.